Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2016 through july 31, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2016 through july 31, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
August 2016 quarterly. Exemption e2013025.the total number of events for product classification code pag is 32. Qty 17-pelvilace biourethral support system 2 needle introducers, 1 disposable handle, 4 tissue connectors, 1.5cm x 50cm porcine acellular collagen matrix sling. Qty 1- pelvilace to biourethral support system. Qty 3- pelvilace to biourethral support system needle and implant halo needle 50cm. Qty 11- pelvilace to biourethral support system needle and implant hook needle 50cm. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not returned.

Event description:
August 2016 quarterly asr.

Manufacturer narrative:
Exemption e2013025 original reporting time frame may 1, 2016 through july 31, 2016